Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the battery compartment was found to be cracked from the threads down to the case seal on the side. The battery and cartridge caps were not returned; therefore, test caps were used during investigation. During investigation, a ¿call service 069¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after a reboot and the remaining steps were unable to be verified. A component failure was found on the pcb.